Manufacturer narrative:
Please refer to the attached investigation report.

Event description:
Upon opening the (B)(6), the inner sterile packaged device sterility tag appears to be black, on closer inspection it is suspected that the sterile seal is not intact. Three other devices also had same issue. The devices are being returned for inspection of the seal.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Upon opening the outer box, the inner sterile packaged device sterility tag appears to be black, on closer inspection it is suspected that the sterile seal is not intact. Three other devices also had same issue. The devices are being returned for inspection of the seal.

Manufacturer narrative:
Preliminary inspection of the returned sterilization sticker, and of the manufacturing records, confirmed that the subject device was released in accordance with applicable procedures.

Event description:
Upon opening the outer box, the inner sterile packaged device sterility tag appears to be black, on closer inspection it is suspected that the sterile seal is not intact. Three other devices also had same issue. The devices are being returned for inspection of the seal.